Event description:
Pt with failed t.h.a. Had revision surgery requiring bone grafting. Pt developed an infection with bacteroides fragilis cultured from wand. Pt had debridement surgery and has been dismissed to place of residence.